Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. There were two target lesions. First target lesion was located in the calcified and tortuous mid left anterior descending artery (lad) which was successfully treated with 2.5x28mm promus premier stent. Second target lesion was located in the calcified and tortuous distal lad. A 2.25x16mm promus premier stent was then advanced through the 2.5x28mm promus premier stent, however, the 2.25x16mm stent was unable to cross the 2.5x28mm promus premier stent. During removal of the 2.25x16mm promus premier stent, it was noted that the stent was snagged on the 2.5x28mm promus premier stent and was pulled off from the stent delivery system (sds). The physician then removed the sds and wire from the patient, and was unable to rewire the undeployed 2.25x16mm stent that remained in the lesion. The procedure was not completed. No patient complications were reported and patient is going for elective surgery three days later. Patient is stable, but still in the hospital.